Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
The following product issues were reported to have occurred on an unknown date: depth gauge for 3.5mm cortex screws (x 3) - hook is broken from usage in pelvis ratchet wrench-11mm width across flats (x 3) - ratchet doesn't work. 2.4/2.7 volt(tm) scr rack 6-90 2 high 1/3 width alum frame (x 2) - racks are faded from wash and soap. 1. 6mm/0.8mm double drill guide (x 2) - guide is bent. 2. 0mm/1.1mm double drill guide (x 2) - guide is bent. 2.7mm compression/distraction post/for va-locking hole x 6- threads are stripped. 2.8mm guide wire/ 300mm length fluted tip (x 6)- threads stripped. 2.7mm volt(tm) condylar plate 6h/58mm (x 1) - plate did not lock with locking screw. 2.7mm volt(tm) condylar plate 10h/95mm (x 1) plate did not lock with locking screw. 15.5mm monobloc flexible reamer - long (x 2) - reamers are dull. Periosteal elevator 14mm straight blade-round edge (x 3)- rust on elevator. There was no patient involvement; issues were noted in sterile processing.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.